Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to insert new reservoir and run prime to at least 5 units and observe insulin exit the tubing or pump alarms. Customer reports insulin exits with the manual prime. Customer was not able to finish call because the light in her house went out.